Manufacturer narrative:
(B)(4).

Event description:
The patient family member or friend reported via maude - mw5166146 on 02/28/2025 - dexcom g7 blood sugar reading nearly 70 points higher than actual, extremely low false readings were causing the basal insulin to be shut off, calibration issue and we get even fewer than four-five days. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 70 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.